Event description:
A review of the info received indicates that reduced flow/hypo perfusion was reported during the index procedure following deployment of both cypher stents requiring post dilatation of both stents. A report was received indicating that at one-month follow-up (2007), the pt was admitted to a hosp in a foreign country for angina pectoris. During the admission, he had no pain, and was discharge after one-day hospitalization with no change of medication. This event was reported as possible related to the target lesions. Twenty days later, the pt still had angina pectoris. A stress test was performed with positive results. An angiogram followed which revealed cypher stent patency and no evidence of myocardial infarction. At the target lesions timi was iii, diameter stenosis was zero percent, with no peri-stent restenosis of in stent restenosis pattern. However, there were other coronary problems (2 non-target vessel occlusions) requiring a coronary artery bypass graft surgery (CABG) procedure. The CABG was reported as unrelated to the index procedure and devices. In 2008, the pt experienced another event of angina pectoris. Another angiography was performed during admission to the hosp (four days in 2008). The stents in the rca remained patent (indicated as open). However, the results of the CABG procedure were not optimal. The only possible treatment going forward is medication. This event was reported as unrelated to the index procedure and device.

Manufacturer narrative:
This pt was randomized to registry in 2007 for two-vessel disease. A staged procedure was not planned. The indication for the index procedure was stable angina pectoris. At index procedure, two lesions were treated. The first target lesion was at the mid-rca. The vessel was a native coronary artery. Reference vessel diameter was 3.0mm, and lesion length was 16mm. Pre-procedure and post-procedure stenosis was 95% and zero percent, respectively. Timi pre and pos procedure was I and iii. The lesion was denovo, smooth and readily accessible at proximal segment. Angulation was <45 degrees, concentric with little to no calcification and without thrombus. Lesion classification was type b2. A 6f-guiding catheter was used. The lesion was predilated with a 2.5x9mm balloon at 16 atms. A device was deployed at 16 atms with suboptimal causing insufficient flow and requiring post dilatation with a 3.5x15mm balloon at 10 atms. Ivus was not performed. The second lesion was at the proximal rca. The vessel was a native coronary artery. Reference vessel diameter was 3.5mm, and lesion length was 6mm. Pre-procedure and post-procedure stenosis was 95% and zero percent, respectively. Timi pre and pos procedure was I and iii. The lesion was denovo, smooth and readily accessible at proximal segment. Angulation was <45 degrees, concentric with little to no calcification and without thrombus. Lesion classification was type b1. A 6f-guiding catheter was used. The lesion was not predilated. A device was deployed at 10 atms with suboptimal causing insufficient flow and requiring post dilatation with a 3.5x9mm balloon at 12 atms. Ivus was not performed. Medications at discharge included aspirin 100mg, statins, ace-inhibitors, beta-blockers and 75mg clopidogrel. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00464 and 9616099-2008-00465. Please note: device is distributed outside the us. However, it is similar to the us product. Any add'l info will be submitted within 30 days of receipt.